Manufacturer narrative:
The returned device was evaluated. During evaluation the unit was able to power on, however, the display image is corrupted and unable to accurately replicate text or graphics. The lcd display was replaced and the unit functioned as designed.

Event description:
It was reported that half display is dead. No known impact or consequence to patient.